Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument exhibited joint displacement. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a broken main tube at the distal end. Proximal clevis was found to be dislodged as result of the main tube breakage. There might be missing pieces from the main tube, but the size of the missing pieces cannot be confirmed. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
Refer to h11 for follow-up information.